Event description:
It was reported that the patient stated that he heard a click from this inflatable penile prosthesis (ipp) and since then the device is not inflating properly. Troubleshooting was attempted by the medical staff to no avail and a fluid loss was noted; therefore, a surgical procedure was performed. Upon explant, a hole in the cylinders was identified. The cylinders and the pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient stated that he heard a click from this inflatable penile prosthesis (ipp) and since then the device is not inflating properly. Troubleshooting was attempted by the medical staff to no avail and a fluid loss was noted; therefore, a surgical procedure was performed. Upon explant, a hole in the cylinders was identified. The cylinders and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, leak and pressure tested. Visual examination revealed a hole in the middle of both cylinder's bodies in their outer tube, from kink resistant tubing (krt) wear. In addition, in the first cylinder, frayed fabric threads were noted and a fluid leak from the krt due to fatigue was noted. Both cylinders passed the leakage and pressure test. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, and no leaks were identified in the component; however, the pump did not pass activation testing during the functional inspection. Based on the information available and analysis results, the hole and fluid leak identified in the krt of the first cylinder could have caused or contributed to the reported clinical observation of inflation issues, fluid loss and a hole in the cylinders; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.